Manufacturer narrative:
A1-a4: there was no patient involved. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during analysis at the european distribution center (edc), there was physical damage to the universal battery charger (ubc). The device showed traces of fluid contamination and damage. It was not provided if the device was able to operate as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress and damage to the housing of the universal battery charger (ubc) (serial number: (B)(6)) was confirmed. The ubc was returned to the european distribution center (edc) and the damage and fluid contamination were confirmed. Due to the extent of the damage, the ubc was determined to be unable to be fixed and will be scrapped. The ubc was returned to the product performance engineering group and when the device was powered on, it was found that the lcd screen did not turn on, and every charging slot produced errors. No further functional testing was attempted due to the extent of the damage. Additional information provided on 01jul2024 stated that the origin of the fluid was unknown. The root cause of the internal damage was determined to be fluid ingress; however, the root cause for the fluid ingress and the damage to the housing was unable to be determined through this investigation. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook instructs the user to keep the universal battery charger away from liquid at all times. Fluid ingress within the battery charger may cause issues in operations or may cause an electric shock. The heartmate universal battery charger IFU instructs users to never allow liquid to enter the interior of devices, and to keep the ubc away from liquid as much as possible. The heartmate 3 patient handbook section 3 - "powering the system" states that if a 14 volt lithium-ion battery leaks, do not touch the leaking fluid. If the fluid touches skin or eyes, wash the affected area with plenty of water and seek medical advice. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the universal battery charger. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.